Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that the patient's personal therapy manager (ptm) device was not working properly and had not for some time. Sometimes, it would not work. The patient stated that, every time, it would "jump from like 21% to 75%, then goes from 80% to 83%, and finally reaches 90% to 91%, and then it stopped. It doesn't do anything." The patient also stated that, when they pulled the device away from their body and placed it back on, it would go up to "ok" and start working. The patient mentioned that they called the manufacturer representative (rep) 2-3 days ago, on friday last week, and the rep was made aware. The patient was advised to call patient services. Patient services reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump without any lag. When asked about the event date, the patient stated that it had been going on for some time and they didn't know. The patient had 5 boluses per day.

Event description:
Additional information was received from the patient. It was reported that the patient stated they were having the issue of when requesting a bolus it was taking a long time. The patient confirmed that the handset was lagging at 90%. Data was reviewed and the patient was assisted with deleting the data. The patient was able to connect to the pump with no lag at 90%. The patient will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.